Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic appendectomy, after starting the firing, it was thought that firing was able to perform, but the plate protruded from the articulation part and no firing had performed at all. It was also not possible to return the articulation. The procedure was converted to laparotomy. A small incision was made at the port site/incision and the entire trocar was removed. The adapter and reload could not be removed also. Both the adapter and reload were taken out, and loaded the same handle and shell as is, and the approach was made from the small incision, and the firing was able to perform. The surgical time was extended for about 30 minutes.

Event description:
According to the reporter, during the thoracoscopic surgery, after initiating the firing, it was believed that the firing had been p performed. However, the plate protruded from the articulation part, and no firing actually occurred. It was also not possible to return the articulation. The procedure was converted to laparotomy/thoracotomy. A small incision was made at the port site/incision and the entire trocar was removed. The adapter and reload could not be removed also. Both the adapter and reload were taken out, and loaded the same handle and shell as is, and the approach was made from the small incision, and the firing was able to be performed.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#(B)(6)); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.